Event description:
Clinical study; same case as 6000089-2006-02251. It was reported that 791 days after a coronary drug eluting stenting treatment procedure, the patient required a target vessel reintervention (tvr). Target lesion 1 was 23mm long, and was identified in the proximal right coronary artery (prox rca) with 80% stenosis and a 3.5mm reference vessel diameter. The physician treated the lesion with direct stent placement using a 3.5 x 28mm taxus express2 8.8% drug eluting stent. Residual stenosis was 0%. Cath report notes that there appeared to be 60% stenosis distal to the distal edge of just placed stent. Target lesion 2 was 5mm long, and was identified in the mid right coronary artery (mid rca) with 60% stenosis and a 3.2mm reference vessel diameter. The physician treated the lesion with direct stent placement and a 3.0 x 16mm taxus express 2 8.8% drug eluting stent was deployed overlapping with the distal edge of the previously placed taxus stent. Residual stenosis was 0%. The patient was discharged the next day on aspirin and plavix. Seven hundred and ninety one days after the initial procedure, the patient presented due to recurrence of angina with mild exertion. Coronary angiography at the time revealed lmca no apparent disease, lad mild diffuse luminal irregularities without any significant obstruction, lcx mild, diffuse irregularities with a 30% distal restenosis without any significant obstruction, rca severe, diffuse in-stent restenosis at the mid to distal portion, lvef 60%. The physician placed a 3.0 x 32mm taxus stent in the distal rca without any evidence of dissection. The patient was discharged the next day on aspirin and plavix. In the opinion of the physician the relationship of the tvr to the taxus stent is probable.

Manufacturer narrative:
The stent remains in the patient and the delivery device has been disposed, therefore no direct product analysis will be available. The shopfloor paperwork for this batch shows that the product met its specifications. As no device was received for analysis, it is not possible to determine the root cause of the difficulties experienced with this complaint incident.